Event description:
It was reported that(1) device was used during a esophagus procedure. It was reported by the affiliate that the mcs20 was difficult to fire after 5 clips(the grips would not move). Another instrument was used to complete the case. There was no consequence to the patient.